Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon eval, the 5v, -5v, 3.3v, 12v, and 1.8 v power supplies were shorted to ground, r45, q701, and q9 were thermally damaged on computer /analog (ca) board sn (B)(4), and u15, u16, u17, and u18 were thermally damaged on the defibrillator board sn (B)(4). The damge to the power supplies, ca board, and defibrillator board. The root cause of the damage was unable to be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.